Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that the cgm had been reading low but when he checked his blood sugar with a meter, his blood sugar was reading 598 mg/dl. The patient¿s wife indicated that the patient does not have a pancreas or a spleen and when his blood glucose drops below 40 mg/dl or goes above 500 mg/dl, that he was supposed to go to the hospital immediately. Additionally, the patient stated that due to the inaccurate values, he was not receiving humalog from his insulin pump. At the time of contact, the patient was on his way to the emergency room to be treated for his high blood glucose. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.